Event description:
Info indicated this device was explanted 24 hrs after it was implanted as it was occluded.

Manufacturer narrative:
Examination of this device revealed no indication of damage or abuse by the customer. A metal connector was still sutured onto one end of the assembly. The assembly was subjected to leak testing with acceptable results. The flow path of the filter assembly was verified in both directions. Co was unable to repeat the reported failure.